Event description:
The following has been reported: biomed reported: pump was used with different sets different times and it don`t recognizing the sets. A preliminary review identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device was returned for set ID sensor failure. During testing the pump was unable to recognize cassettes and failed set ID functional testing. Additionally it was found the som was not screwed down into the main pcba so it was wobbly and loose.